Event description:
It was reported that a lv lead revision and pacemaker gen change was performed. It was noted that the lv lead had been turned off for years. There were no configurations with lv capture and no phrenic nerve stimulation. On 28 oct 2022, the lead was capped and replaced due to phrenic nerve stimulation. The procedure was completed without complication. The patient was stable.